Event description:
A 23mm trifecta valve implanted on (B)(6) 2011 required treatment with a valve in valve procedure using a non-sjm tavi valve. Intervention was required due to aortic insufficiency secondary to severe aortic stenosis identified on a transesophageal echo.

Event description:
A 23mm trifecta valve implanted on 8 march 2011 was explanted (B)(6) 2015 due to aortic insufficiency secondary to severe aortic stenosis identified on a transesophageal echo. A non-sjm valve was implanted.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.